Manufacturer narrative:
Blade was evaluated ; no evidence of excessive silicone or edm debris noted. The slough channel is cracked. There is galling on the inner and outer distal tip. The blades were measured for tir and were found to meet manufacturing specifications. Blade appears to have been temporary misaligned in the mdu causing the slough channel to crack resulting in the shedding. Examination of the blade showed no evidence of "black ooze". (B)(4).

Event description:
During shoulder procedure; black ooze started to come out of the blade. Surgeon used an additional device to clean up after the first blade.